Event description:
A report was received that stated during an injection via a gluteal needle the needle became detached from the syringe and remained in the patient. The nurse removed the detached needle from the patient. No needlestick took place. There was no patient or clinician injury.

Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.